Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer plate lens. There was a capsule tear prior to iol implant. Event was not caused by the device. The surgeon decided to attempt to implant the iol, consequently, requiring its removal. No enlarged incision, but sutures were required. Reporter did not know if iol was damaged.

Manufacturer narrative:
Visual inspection of the returned product found optic and haptic torn. There was evidence of clear surgical residue. Conclusions - (no device failure) - based on the complaint history and the eval of the returned product, most likely the cause of the event was due to pre-existing medical condition.